Manufacturer narrative:
This initial medical device report (MDR) is being submitted late due to a retrospective review conducted through CAPA 10308384. The delay in submitting this MDR is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. As recommended, we have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then complaint history review is not required. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the device cabinet zones and bin locations had not matched with medication location on myqlink. A technical support specialist followed had reconfigured the cabinets correctly by blowing out the cubex paths in regedit and reassigned the cabinet and then rebooted the cubex application to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that bd pyxis¿ medbank tower cabinet zones and bin locations had not matched with medication location on myqlink. The customer reported that there was a delay in dispensing the medication which the patient in serious need of it. There were no adverse events or injuries reported based on this incident.